Manufacturer narrative:
The reported information on initial MDR is a duplicate of MFR report #: 3006630150-2011-00355.

Event description:
A report was received that the patient will undergo a pocket revision. No further details were provided.

Event description:
A report was received that the patient will undergo a pocket revision. No further details were provided.